Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 280 mg/dl. The customer took a manual injection. During troubleshooting with tandem technical support, slight air bubbles were noted. It was also reported that the customer had loaded the cartridge with cold insulin. A recommendation was made for the customer to load a new cartridge with room temperature insulin.